Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was clear blue fluid leaking below from left side of the coulter lh 750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a few drops leaking from a split in the lyse restrictor tubing directly on the fitting where the tubing needs to stretch. The fse found the leak was contained within the unit and did not spill onto any critical components.